Event description:
(B)(4) clinical study. It was reported that recurrent chest pain radiating to left ear associated with diaphoresis, shortness of breath, transient nausea, stent thrombosis and myocardial infarction occurred. On (B)(6) 2011, the subject presented with chest pain radiating down to both bilateral arms. The subject was diagnosed with unstable angina and st elevation myocardial infarction. Cardiac catheterization was recommended and was referred for percutaneous coronary intervention (pci). Target lesion was a de-novo, totally occluded lesion located in the mid right coronary artery (rca) with 100 % stenosis and was 34 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 38 x 3.00mm taxus liberté long stent. Following post dilatation, residual stenosis was 0 %. Three days post procedure, the subject was discharged on aspirin and prasugrel. On (B)(6) 2014, the subject presented to the another facility with recurrent chest pain radiating to left ear associated with diaphoresis, shortness of breath and transient nausea and the subject was hospitalized on the same day. At the time of event, the subject was taking aspirin and prasugrel. The study drug per protocol was last taken in (B)(6) 2012. Electrocardiogram (ECG) performed revealed non q-wave changes and the subject was diagnosed with non q-wave non-st elevation myocardial infarction. Cardiac enzymes were elevated. Coronary angiography revealed 99% thrombotic proximal stenosis and 85% thrombotic focal in-stent restenosis (isr) of study stent in mid segment. The 99% stenosis extending from proximal rca to distal rca including focal isr and stent thrombosis of study stent in mid rca was treated with pre-dilatation and placement of a 3.00 x 32 mm, 3.00 x 16 mm and 2.50 x 8 mm promus premier drug eluting stents. Following post dilatation, residual restenosis was 0%. The event was considered resolved without residual effects. The subject was discharged on aspirin and clopidogrel three days from hospitalization.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).